Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/07/2013 with the following findings: evaluation revealed visible moisture damage in the display. The pump was not able to power on. A leak test revealed a crack in the pump case and a leak at the audio bolus button. Further testing was not able to be performed due to no power to the pump. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the pump was exposed to water, displayed a blank screen, and made unrecognized audible tones. The battery was replaced and the pump allegedly made audible tones when powered on, but the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.